Event description:
A patient reported to allergan aesthetics that they received a coolsculpting treatments on (B)(6) 2021 and (B)(6) 2021 to the lower, mid, and upper abdomen, flanks, arms, and bra roll/back fat using the c-240, c-120, and c150 applicators and presented with paradoxical adipose hyperplasia (pah/ph) to the upper flanks, upper abdomen, and bra fat areas with an onset of symptoms in (B)(6) of 2021. Treatment in the form of power assisted suction lipectomy with renuvion plasma energy to the abdomen and back took place on (B)(6) 2022. Patient is now presenting with recurring ph post corrective surgery treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. This report is related to a previously reported event for this patient submitted under mrn 3007215625-2022-00150.